Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero needleless connector separated the following information was received by the initial reporter with the verbatim: this is a complaint about disconnection during use. Customer reported that maxzero disconnects by itself when connected to thermo sure plug ad extension tube.

Manufacturer narrative:
Investigation results: one mz1000 sample was returned with opened packaging from lot 23045325; no residual fluid was observed throughout the component, however it was also returned with an unknown extension set to aid the investigation. The customer reported that they experienced the "maxzero [disconnecting] by itself when connected to [the] thermo sure plug ad extension tube." A visual inspection of the returned samples did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing confirmed the connection between the maxzero and the returned extension set remained secure when connected, as well as when connected to other bd stock products; no inadvertent disconnection occurred throughout testing. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. A review of the production records for lot 23045325 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although it was not possible to determine a definite root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 component in the past 12 months.

Event description:
No additional information.